Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Customer received instructions from technical support on how to reset the pump, which resolved the issue, and they were advised to call back if the malfunction occurs again. The customer understood and acknowledged these instructions.